Event description:
The fse reported that the systems console would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative evaluated the system and could not reproduce the reported problem. The system operates as intended.